Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during sculpting of nucleus, there was an occlusion of phacoemulsification tip with viscoelastic causing heat to disperse to main incision and the patient experienced corneal burn, collapsing of the anterior chamber, astigmatism and wound leakage and which requires sutures during cataract surgery (with intraocular lens implant). The surgery was completed on the same day with sutures of main wound. The patient symptoms were resolved. This is the one of two patients report received from the same facility. This report pertains to ophthalmic viscoelastic involved for this event.